Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection revealed surface residuals on the lens. Also, the lens was received cut in two pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure. It was reported that the patient had a hyperoptic reaction. The doctor went through the original incision and did not have to enlarge the incision. The patient was reported to be doing fine/okay. No further information was provided.

Manufacturer narrative:
Age/date of birth: unknown; the information was requested, however was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.